Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 112 to 135 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 190 mg/dl and 190 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): 1:241mg/dl (B)(6) 2015 03:21 am. 2:207mg/dl (B)(6) 2015 08:47 pm. 3:134mg/dl (B)(6) 2015 12:16 pm. 4:110mg/dl (B)(6) 2015 02:08 pm. 5:200mg/dl (B)(6) 2015 05:05 am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 112 to 135 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 190 mg/dl and 190 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): 241mg/dl (B)(6) 2015 03:21 am; 207mg/dl (B)(6) 2015 08:47 pm; 134mg/dl (B)(6) 2015 12:16 pm; 110mg/dl (B)(6) 2015 02:08 pm; 200mg/dl (B)(6) 2015 05:05 am. Adverse event not reported.